Event description:
It was reported by the plaintiff's attorney that "on or about, (B)(6) 2006" the plaintiff "was implanted with a monarc subfascial hammock" to treat "for pelvic organ prolapse." The plaintiff's attorney alleges that, on or about (B)(6) 2006 "plaintiff experienced complications" and "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries." The plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury." The plaintiff's attorney additionally alleges that the plaintiff "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering" and resulting "in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.